Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the first of three reports. Refer to MDR # 9611594-2015-00172 for the second report. Refer to MDR # 9611594-2015-00173 for the third report. It was reported that the patient's enteral feeding tube was replaced within about a month of placing it due to balloon failure. There are no reported adverse event as it relates to the tube exchange.

Manufacturer narrative:
Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Event description:
Additional information received on 09/29/2015 stated the device failed within one month of use.